Event description:
The patient was in the hospital for receiving several shocks inappropriately due to noise and oversensing. Upon interrogation, the rv impedance was <200 ohms. The lead was explanted.

Manufacturer narrative:
(B)(4) 2012: the analysis on this lead is pending. (B)(4): we received notification that the explantation of this lead was actually (B)(6) 2012, not (B)(6) 2012, which was originally reported.

Event description:
The patient was in the hospital for receiving several shocks inappropriately due to noise and oversensing. Upon interrogation, the rv impedance was <200 ohms. The lead was explanted.

Event description:
The patient was in the hospital for receiving several shocks inappropriately due to noise and oversensing. Upon interrogation, the rv impedance was <200 ohms. The lead was explanted.

Manufacturer narrative:
(B)(4) 2012: the analysis on this lead is pending. (B)(4) 2012.

Manufacturer narrative:
(B)(4). The analysis on this lead is pending.